Manufacturer narrative:
Concomitant medical products: IV fluid bag, size and MFR. Unknown, ICU medical trifuse tubing set; part #mc33795. No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis: persistent pulmonary hypertension.

Event description:
It was reported that the infant patient had a left saphenous vein peripheral IV and was due for an IV sildenafil medication dose in the nicu. Attached to the patient's IV site was a trifuse tubing set with one arm clamped, one arm for infusing IV fluids, and one arm designated as the medication line. The nurse paused the IV fluids during the sildenafil administration to be infused via the trifuse arm designated as the medication line. A d5 flush was administered first, followed by the initiation of the sildenafil infusion. The rn remained at the bedside during the duration of the sildenafil medication administration for assessment. Approximately 10 minutes into the sildenafil infusion, blood backflowed from the patient's IV site into the medication and IV fluid line. The nurse immediately clamped all of the ports on the trifuse set. The charge rn was called to the bedside to assist. During the assessment of the IV fluid tubing, the nurse picked up the extension tubing set when it separated at the tubing engagement that connects to the filter, distal to the patient. It was also noted that the rn had obtained a new filter extension set and primary tubing set on 06/14/2019 at 00:00 when the IV fluids were initiated. It is unknown if the tubing set had a small unnoticed leak prior to the backflow of blood or if the backflow was due to small volume infusion infusing at a slow rate. The patient's peripheral IV was double checked by multiple nurses and was not believed to be an arterial backflow. The customer later stated that there were no adverse effects caused to the patient from the event. The customer describes the tubing set up from top to bottom/patient as follows: clear IV bag infusing IV fluids connected to a primary tubing set. The primary tubing set is connected to a 0.2micron filter extension set (20350e) which is then connected to the ICU medical trifuse set that is connected via the patient's IV site.